Event description:
Additional information received - the patient reported he does not have a cataract in the left eye.

Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in his left eye (os) on (B)(6) 2006. The patient reported has lost vision due to the development of a cataract. The patient reported does not see well at night. The icl remains implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation:a lens work order search was performed and no similar complaints were found within the work order. Based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4): lens remains implanted.